Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited changes in left ventricular (lv) pace impedance measurements. Trending displayed impedance dropped. There were concerns about loss of capture. Possible cause was discussed and further evaluation was recommended. No adverse patient effects were reported. This product remains in service.